Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the small battery drive device. It was further determined that the device failed pretest for check the attachment coupling, check the cannulation, check the battery case coupling, check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu function, check compatibility between colibri/sbd and colibr 11/sbd ii, check the function with epd-console and check power with test bench; (tick motor type) re 25 =min. 50 to 80 w or ~ re 28. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.